Event description:
It was later reported that patient was not wearing (B)(6) at the next appointment and they were unable to obtain a signal. They took patient to another location in the building and were able to obtain a signal. They are currently working with manufacturer engineers to rectify the current situation with interference on the devices in their office location.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that when she had her (B)(6) clipped on her belt near her implantable neurostimulator (ins), her healthcare provider (hcp) was unable to get a reading. When she took off the (B)(6) and moved it away from her ins, her hcp was able to get a reading. This occurred on (B)(6) 2015. The patient's indication for use was gastrointestinal/pelvic floor. It was not reported if any additional action was required, so additional information was requested. If additional information is received a supplemental report will be sent.